Event description:
The patient has had proximal bone loss (osteolysis) around the greater trochanter, and the stem became loose. Stem manufactured by others.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.